Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to loose drive support disk. The insulin pump passed self test. The insulin pump vibrates properly. No vibrator anomaly noted. No audio/beep anomaly noted. Missing end cap sticker. No motor error alarm. Motor passed motor test.

Event description:
The customer reported that the insulin pump was not vibrating and neither does have a beeping sound. The caller mentioned that the device alarmed motor error. The blood glucose reading was 231mg/dl. No further information was provided.